Manufacturer narrative:
Follow-up #1: date of submission 01/19/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: a review of the black box data showed that the basal total daily doses (tdd) appeared to be inaccurate on (B)(6) 2015 due to several manual suspends and resumes of the pump. The bolus totals in the bolus history were consistent with bolus totals in tdd history at time of the reported issue. During testing, the pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No errors, alarms, or warnings occurred during testing. A 10u audio & 10u normal bolus were performed. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The complaint was not duplicated or verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) value that was reported to be less than 70 mg/dl but greater than 40/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. During troubleshooting, it was determined that total daily doses of boluses did not add up correctly. The pump was found to be calculating boluses correctly. No cause was found for the discrepancy in the bolus totals. The basal deliveries in the total daily doses did not match; troubleshooting determined that this issue was due to the pump suspending and an alarm emitting. This complaint is being reported because of the allegation of an inaccurate delivery issue.